Manufacturer narrative:
Two (2) samples were received decontaminated. Visual and functional testing were performed. The cannula was connected to the retractor and then we tested using a syringe with water in order to detect leaks. The water passed through the connector, no leaks were observed leaks in the assembly. The complaint was not confirmed. The root cause could not be determined based on the analysis conducted from the sample provided. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a leak was observed during infusion. At removal, the cannula is not bent. The catheter would not stay stuck to patient's skin. No patient injury was reported.